Event description:
A report was received that the patient underwent an explant procedure due to infection at the lead site. The symptoms were gas and fluid from the site. The physician does not believe the infection was device or procedure related. The patient was given oral antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg). Model: sc-4316, lot number: 15320267, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.